Event description:
It was reported that an asymptomatic patient presented via a merlin.net transmission showing a nonsustained lead noise episode due to post-paced t-wave oversensing on the ventricular lead. The device was reprogrammed.